Event description:
The pt reports undergoing bilateral cataract surgery with implantation of the crystalens. Approx one week postoperatively, the pt began experiencing severe halos, image transfer phenomenon, and poor peripheral vision in both eyes. Additional information has been requested from the implanting surgeon. Reference MDR #2031924-2010-00147.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4)